Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a damage to the modular cable was not confirmed. The modular cable (lot number: 6486813) was returned for analysis and a log was submitted (9c191117) and downloaded (a1111010) for review. A review of the log files showed overlapping events spanning approximately 2 days (B)(6) 2020, (B)(6) 2000 per timestamp). Events occurring on (B)(6) 2000 were recorded during testing at abbott labs. A driveline power fault alarm was intermittently active on (B)(6) 2020 between 05:34:22 ¿ 05:37:08 due to a power b broken fault. The alarm cleared after the driveline was disconnected on (B)(6) 2020 at 05:37:09. The driveline was reconnected on (B)(6) 2020 at 05:37:17. There were no other notable alarms active in the log file. The modular cable was connected to the returned heartmate 3 system controller (serial number: (B)(6) and successfully operated a mock loop for an extended period of time without any alarms activating. The modular cable was manipulated by hand during testing without issue. The modular cable was then tested per qap, modular cable test to evaluate the integrity of its wires and passed testing. The resistance of the underlying wires in the modular cable were then measured and no issues were observed. Additional information provided on 23feb2021 stated that the cause of the driveline fault alarms was not identified; however, the patient did disconnect the driveline without any clinical advice after seeing the alarm. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 vad modular cable (lot number: 6486813) was manufactured in accordance with manufacturing and qa specifications. Heartmate iii instructions for use section 7 - ¿alarms and troubleshooting¿ and heartmate iii patient handbook under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the driveline power fault alarm. Heartmate iii patient handbook section 10 ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate iii lvad, including inspecting the driveline cable for signs of damage and ensuring that the modular in-line connector is secure and the connector locking nut is in the locked position. Ensure no yellow indicator is seen under the in-line locking nut. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2916596-2020-06498. Related manufacturer report number: 2916596-2021-01579. It was reported the patient experienced driveline fault alarms. Log file analysis showed a driveline power fault on (B)(6) 2020 at 5:34:22. This was followed by a driveline disconnect at 5:37:09 and pump stops. The driveline power fault did not return after the driveline was reconnected. Additional information noted that the patient disconnected the driveline to stop alarm after they saw a driveline fault alarm. This was done without any clinical advise. The patient was asymptomatic during the event. Patient was re-educated on alarms and he was given new controller. The driveline power fault did not return after the driveline was reconnected. Due to the driveline power fault event it was recommended to replace the controller and modular cable. Data indicated an impedance possibly building up on the modular cable. Controller and modular cable were exchanged.